Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and tortuous anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the reported material deformation; thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending coronary artery that was both heavily calcified and tortuous. Pre-dilatation was performed with a non-abbott balloon. The xience sierra stent delivery system (sds) was advanced, but failed to cross the lesion and the distal edge of the stent was flared. Resistance was noted during removal of the sds. Another same size xience sierra stent was successfully implanted. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.